Manufacturer narrative:
Evaluation summary: the analysis results found that three devices (a, b, c) were returned. Device a had the distal tip of the blade broken off and missing. The fractured distance measured approximately 13.21mm from the top of the outer tube. The device activated; however, the device did not cut due to the condition of the blade. Device b had a staple shaped gouge on the blade and was cracked at the lower half. Device c had the blade gouged and cracked at the lower half. Devices b and c were nonfunctional due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage my increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the blades stopped working during the case and had to be replaced. There was no consequence to the patient.